Event description:
It was reported that the insulin pump had scrolling numbers during a dual wave bolus attempt. The customer stated that the insulin pump then alarmed, indicating that it had experienced an unexpected restart. The blood glucose reading was 164 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had an unexpected restart error alarm after battery change due to broken solder joint of on interface board. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.